Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump may not be delivering insulin properly. Blood glucose level at the time of the incident was over 600 mg/dl. Blood glucose level at the time of the call was also over 600 mg/dl. The customer reported that she had pneumonia and was taking steroids. The customer stated that she would contact her physician for further assistance and will not return the device for analysis.